Event description:
When the physician was reporting another event, he mentioned another patient that had overdose symptoms following a dye study in the past. In follow-up, the physician stated that "he did not remember mentioning any other patients." The device system was used to deliver baclofen.

Manufacturer narrative:
(B)(4).